Event description:
It was reported that the insulin pump alarmed failed battery test. The customer stated there was a white powder in the battery compartment of the insulin pump. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion inside the battery tube.